Event description:
It was reported that during use of bd max¿ enteric viral panel, an unspecified number of low false positive norovirus and rotovirus patient results were obtained.low positive samples were retested and were negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: introduction the complaint investigation for an increased frequency of low positive results for norovirus and rotavirus targets when using the bd max¿ enteric viral panel assay (ref. (B)(4)) from lot 5262940 was performed by the review of manufacturing records and the complaint¿s history review. Batch history review: the review of quality control records of bd max¿ enteric viral panel assay lot 5262940 revealed no anomalies that could explain the customer¿s discrepant results. Investigational testing: despite multiple attempts made to receive information, no data was available for the investigation. As a result, no further analysis could be performed and the root cause could not be determined. Nevertheless, considering that the customer is experiencing the same issue across five different bd max¿ enteric viral panel lots and two separate bd max¿ instruments, a reagent- or instrument-related cause is unlikely. There is no indication of a reagent issue based on the analysis of the complaints received for low positive results on bd max¿ enteric viral panel assay lot 5262940. Conclusion: the root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no trend was identified.

Manufacturer narrative:
D.2. Additional medical device type: pch. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ enteric viral panel, an unspecified number of low false positive norovirus and rotovirus patient results were obtained. Low positive samples were retested and were negative. There was no report of patient impact.